Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and med records were requested, but not provided. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "it was reported that, "pt complained of groin pain. All components removed except for the stem. Revised to tritanium shell, 40 liner + 40 head. No other info per hosp protocol."